Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of 240 mg/dl and 91 mg/dl within 10 minutes on the advantage system (meter, comfort curve test strip lot number 549425, expiration date 01/31/2008). The customer did not provide the location where the discrepant results were obtained. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.